Event description:
Company rep reported sales consultant was in-servicing autoshield pen needle and the white cap did not activate and she sustained a clean needle stick injury.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.